Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m w/drive pcb blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the cmos-m w/drive pcb. In addition, we confirmed that the distal body worn out, the air/water socket chipped/cut o-ring , the cmos-m w/drive pcb video image freezing, the remote control button(1) misconfigured, the remote control button(2) misconfigured, the remote control button(3) misconfigured, and the remote control button(4) misconfigured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.